Event description:
It was reported by service report that the secale was not accurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: the bed was found to be fully functional. A stryker field service tech visually and functionally performed tests, and confirmed that scaled and bed exit met and performed to specification. The event occurred because of untrained staff not knowing how to set-up the scale.